Event description:
It was reported, the high frequency electrosurgical unit displayed an error message that the unit will restart. There were no reports of patient harm.

Manufacturer narrative:
The device was returned. During incoming inspection and proper testing, the unit is without any error message(e433) or rebooting. There are many errors e433 in the error log. It is possible that the generator board could be defective. The installed generator board is old type. The device meets all limits in inspection procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between high voltage power supply board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). However, a definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction was noticed before the procedure.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.